Event description:
Livanova deutschland received a report that, during priming, the pump was defective.there was no patient involvement.

Manufacturer narrative:
A1-a5: there was no known patient involvement. G5: the heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA ((510(k) number: k220635)). H11: livanova deutschland manufactures the heater-cooler system 3t. The customer reported a lack of circulation between the cardioplegia and patient tanks. This would affect both pump types and this could not be confirmed on site. The pumps are all running perfectly and the device was left with the customer ready for operation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: complaints database review revealed no further similar incident since unit's manufacturing date. No concerning trend was highlighted for failure mode reported. Based on available evidence, no unit malfunction was found for involved device. The root cause of the reported condition was addressed to a temporary electrical failure, such as bad/loose connection, that was definitively fixed by service technician throughout the equipment check. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.